Event description:
During the procedure - diagnostic lap open sigmoidectomy- doctor used the gia 80 stapler. She used reloads x 3 within incidence, but while using the 4th reload it was determined that the device may have improperly fired. No harm was caused to patient, as she closed traditionally using silk suture. The lot number on the reload was p3j0883. Gia 8038l reload. Remainder of procedure continued without incidence and patient was transferred to post anesthesia care unit (pacu) unit post procedure. Lot # p3j0883 manufacturer response for gia 80 stapler., gia stapler (per site reporter). We have not received a response. We will work with the manufacturer to see if there is any problem with this lot number, or if the reload may have been bad.